Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the plunger case and battery door. The event history log confirmed a motor rate error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the stepper motor, lead screw and both clutch halves were old and dirty. The stepper motor, lead screw, left clutch and right clutch were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement and unknown patient harm reported.